Manufacturer narrative:
Summarized patient outcomes/complications of antithrombotic therapy duration after patent foramen ovale closure for stroke prevention: impact on long-term outcome were reported in a research article in a subject population with multiple co-morbidities including smoking, hypertension, diabetes, carotid artery disease, atrial fibrillation, pulmonary hypertension, migraine, transient ischemic attack, multiple strokes, thrombophilia, protein c/s deficiency, factor v leiden, lupic antibodies, antiphospholipid antibodies, prothrombin mutation, antithrombin iii, deep vein thrombosis, and hormone therapy. Some of the complications reported were bleeding, stroke, non specific EKG/ECG changes, atrial fibrillation these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: antithrombotic therapy duration after patent foramen ovale closure for stroke prevention: impact on long-term outcome.

Event description:
The article, "antithrombotic therapy duration after patent foramen ovale closure for stroke prevention: impact on long-term outcome", was reviewed. The article presented a retrospective, single center study to compare the clinical outcome of patients receiving antithrombotic agents for a short (6 months) versus extended (>6 months) period after patent foramen ovale (pfo) closure procedure. Devices included in the study were amplatzer pfo occluder, cardia star, starflex, gore occluder, premere, occlutech, and pfm nit occlud. The article concluded that short-term (6 months) antithrombotic therapy (att) after pfo closure did not impair the clinical outcome, with a preserved low rate of recurrent stroke (0.3% patient-year) and device thrombosis (0.2% patient-year) at 10-year follow-up. [The primary and corresponding author was joelle kefer, division of cardiology, cliniques universitaires saint-luc, universit´e catholique de louvain (uclouvain), brussels, belgium, with corresponding email: joelle.kefer@uclouvain.be]. The time frame of the study was from june 1999 to october 2018. A total of 259 patients were included, of which 105 (41%) patients received an abbott device. The average age was 43 years and the majority gender was male. Comorbidities included smoking, hypertension, diabetes, carotid artery disease, atrial fibrillation, pulmonary hypertension, migraine, transient ischemic attack, multiple strokes, thrombophilia, protein c/s deficiency, factor v leiden, lupic antibodies, antiphospholipid antibodies, prothrombin mutation, antithrombin iii, deep vein thrombosis, and hormone therapy.